Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not delivering a rate of thirty beats-per-minute. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the external pulse generator (epg) was not delivering at an appropriate rate; the epg passed incoming testing. It was also found that both bails and bail covers were missing, the attachment ring was bent, the attachment ring cover was broken, and three screws were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no patient involvement.